Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. System check with tandem technical support indicated that the occlusion alarm was likely located at the site; however, the alarms persisted after multiple infusion set and cartridge changes. The customer's blood glucose (bg) level was 449 mg/dl. The customer reverted to manual injections for insulin therapy. Reportedly, customer went to the emergency room (ER) to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the ER visit; however, the customer did not respond.